Event description:
A saluda representative was requested to attend a device check visit prior to a patient scheduled to undergo magnetic resonance imaging (MRI). During the visit, the patient reported that they had previously undergone a full system explant and were no longer implanted with an evoke scs system. Additional details regarding the event were not provided to the saluda representative. The explant procedure was performed by a different physician and at a different facility than those involved in the original implantation.

Manufacturer narrative:
The event date was not reported. The date has been documented with an approximate date of 12november2025.